Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented on (B)(6) 2021 with a battery longevity discrepancy upon interrogation. A recalculation was performed, which confirmed that the initial reading was caused by an overestimation issue. No intervention was reported. There were no patient consequences.